Manufacturer narrative:
(B)(6) the device was received for evaluation. During evaluation, the reported problem of 'no sound when set is loaded' was not reproduced. Door was open and reset button was pressed but door closed led was on and door open led was off at the lower hook (lh) switch. User may be referring to lack of a load set prompt when the door is opened, which can be caused by a failed lower hook switch. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audible sound while loading set. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.